Event description:
It was reported the patient presented for magnetic resonance imaging procedure. Upon interrogation, it was discovered the right ventricular lead oversensed noise which triggered pacing inhibition. Programming changes were implemented. The patient was in stable condition.